Manufacturer narrative:
Additional investigation of the returned device was performed. The pump was returned as follows: approx. 13 punctures were observed on the filling septum, 4 punctures were observed on the bolus septum, several scratches were observed on the titan part, around the refill septum, 3 suture loops (one suture loops is missing). Visual inspection of electronic chamber was performed. No anomaly was observed. The reason of prematurely low battery voltage could be an abnormal consumption of the pump. To test this option, the pcb consumption of this pump was measured. Results: the battery discharge is not related to an abnormal consumption of the electronic part of the pump. It could also have been a battery charged less than requested when released from production. To test this option a controlled discharge of the battery was performed. The measurements showed that the battery is at the end of its lifetime. Review of the manufacturing process. Showed an abnormally long period between the battery connection and the download of the diagnostic sw. Device history record review: the product code 91-4201, lot cmlckb; serial number (B)(4) was released on (B)(6) 2011. Expiry date: february 28th, 2013. The review of the manufacturing batch records of the pump (B)(4) showed an abnormally long period between the battery connection and the download of the diagnostic sw. The defect reported by the customer, unexpected early ¿low battery alarm¿, is confirmed. The investigations showed that the root cause of this low battery level is not due to an abnormal consumption of the pump pcb, but it is linked to the pump manufacturing process. Based on the manufacturing records, this issue is due to an abnormally long period with the calib adc software loaded (software with high battery power consumption), leading to a battery prematurely discharged. This abnormally long period is responsible of a prematurely discharge of the pump battery at the end of the production process, and explains why the battery is discharged before the expected 8 years of pump implantation time. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Pump is implanted since (B)(6) 2012. Today the patient herd a beeping. After interrogation a low battery alert is shown on the screen!

Manufacturer narrative:
Upon completion of the investigation it was noted that further information was provided by the sales representative and it was sent to r&d for analysis. R&d comments: a fls frequency of 267254 hz which corresponds to a volume of 27.38 ml, a pump temperature of 33.68 °c, and the latest bir measurement with a value of 2324 mv for bir stage 1 and 2802 mv for bir stage 2. A pump battery low is triggered when the bir stage 1 value is measured below 2330mv which is the case in this complaint. Therefore, the complaint was confirmed based on prior information: the value of bir stage 1 was under 2331mv. However, the root cause of low battery cannot be identified. On september 10th, 2015, the transaction logs were received for investigation. There was no error shown in the transaction logs. The device history record of product code 91-4201, lot cmlckb; serial number (B)(4) was reviewed and confirmed that the product was conformed to the specifications when released on october 6th, 2011. Expiry date: february 28th, 2013. It was not possible to further investigate the complaint as no sample was returned for evaluation. The explantation of the pump is scheduled on the (B)(6). If the sample is returned to (B)(4) for investigation, this complaint will be re-opened and evaluated. Complaint re-opened on october 12th, 2015. According the programming guide recommendation in case of low battery alarm, the pump was explanted on (B)(6) 2015, and it was received (B)(4) for investigation on september 28th, 2015. Data extraction. Short after pump explantation, the sales representative, upon codman recommendation, extracted the eeprom and prc ram data. At reception of the pump by complaint department, a pump interrogation confirmed the ¿battery low¿ alarm flag. Data were extracted from the pump and were sent to the r&d for analysis: the pump was on stop infusion mode. Eol alarm was present (battery low alarm). The battery low alarm was confirmed by the bir stage 1 value that was below of the threshold of 2330 mv. All parameters of dosage program were confirmed correct. Investigation on hold. The next steps of this investigation are pump sterilization and pump opening by removal of the top cover to access the electronic chamber and the battery. On october 1st, 2015, codman has been informed that a claim concerning this pump was opened by the patient. As the next steps of the investigation include non-reversible actions that may affect the battery level, the codman legal department request no to pursue the investigation until we have the approval of the patient lawyer. Therefore the investigation is placed on hold. The defect reported by the customer, unexpected early ¿low battery alarm¿, was confirmed. The root cause of this defect could not be determined as the investigation is on hold. If the approval by the lawyer is provided in the future, this complaint will be re-opened and evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.